Manufacturer narrative:
Investigation: visual inspection revealed no nonconformities with the test unit. The device was tested to the vacuum weight test. The device was able to lift the weight without compromising the integrity of the foam seal bond. Based upon the findings of this functional test, the reported complaint "suction power was too weak to use" could not be confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the xpose suction power was too weak to use. A replacement device was used to complete the procedure. The hospital did not report any patient complications. The product is returning.